Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint of broken cable. The pitch down cable was found to be frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the instrument's wrist. Other cables at the wrist were not damaged. Engineering evaluation also found main tube damage. The distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were .095 - .135 in length and not aligned with the tube axis. Engineering evaluation concluded that the scratches were likely caused by mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable and main tube scratch issues if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy (bso) procedure, the surgical staff alleged that a broken wire was observed in the wrist of the pk dissecting forceps instrument . There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.